Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and successfully replaced several days later due to a non product reason. No additional adverse patient effects were reported.